Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that as of the date of this medical investigation, the requested clinical documentation including the operative report and x-rays have not been provided; the patient impact beyond the reported pain and subsequent revision from a uni knee arthroplasty to a total knee arthroplasty cannot be determined and the patient¿s current health status is unknown. Therefore, no further medical assessment is warranted. A review of the production records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar previous events, however, no commonalities that would suggest a device deficiency were found. A review of the instructions for use documents for engage partial knee system revealed that pain has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Z number: z-1670-2023.

Event description:
It was reported that, after uka surgery was performed on (B)(6) 2022 with an engage system, the patient experienced pain. This adverse event was treated by performing a revision surgery on (B)(6) 2023, in which conversion to tka was conducted by placing a journey ii construct. Patient's current health status is unknown.